Event description:
"Pump off" (B)(6) 2013 discovered on (B)(6) 2013 with vad interrogation. Sent waveforms to thoratec and ordered xray of driveline. Changed controller, and per thoratec changed patient's cable.